Event description:
During watchman procedure, pt experienced sudden hypotensive episode following immediately by cardiac arrest during deployment phase of procedure. Tee revealed what appeared to be a left atrial appendage tear that required an immediate / emergency pericardiocentesis; no cardiac movement visualized. CPR performed for approx 45 mins, pt expired. FDA safety report ID# (B)(4).